Event description:
It was reported that during a ladg procedure, the blade broke. The broken piece was found on the ground. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 7/11/2008. Info anticipated, but unavailable at this time.